Event description:
It was reported that this patient received several shocks for their torsades de pointe arrhythmia. During the hospital stay noise oversensing and impedance changes, within normal limits, were observed on the right ventricular (rv) lead. Programming was updated and then a pause was seen. Thresholds were also noted to be high. The bi-ventricular trigger was turned off, therapy was left on, durations were extended in the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones, and rv sensitivity was decreased. No events occurred thereafter. No adverse events were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received that this device was explanted for normal battery depletion and returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies. The device was exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received several shocks for their torsades de pointe arrhythmia. During the hospital stay noise oversensing and impedance changes, within normal limits, were observed on the right ventricular (rv) lead. Programming was updated and then a pause was seen. Thresholds were also noted to be high. The bi-ventricular trigger was turned off, therapy was left on, durations were extended in the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones, and rv sensitivity was decreased. No events occurred thereafter. No adverse events were reported. This product remains in service. This report will be updated, should additional information be received.